Event description:
It was reported that the asymptomatic patient presented for routine follow up. The automatic mode switch log revealed that several egms were missing or not saved. Newer episodes were saved continuously. The patient was fine. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.